Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to (B)(6): "inlay dislocation and -fracture without trauma 5 years postoperatively. No discomfort so far. Surgical revision with inlay replacement."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :the device associated with this report was not received for examination. Based on the visual analysis of the provided photographic evidence for, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. No dislocation event was observed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the femoral head is part of lot number 7010999425. Based on the number provided, the component at issue could be identified as ceramtec component. Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the femoral head conformed to the specification valid at the time of production. 1) quantity manufactured: (B)(4) parts 2) date of manufacture: 09/23/2015 3) any anomalies or deviations identified in DHR: none 4) expiry date: 08/31/2020 5) IFU reference: 090200701. Device history review : a manufacturing record evaluation was performed for the finished device (136532330/8188338) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided indicates the originally reported event was describing disassociation of the liner from the cup, not dislocation of the head from the liner. There is no allegation of deficiency relating to the femoral head. At this time depuy synthes joint reconstruction considers the device on this report to be not reportable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This was reported again as serious injury since the disassociation event will be captured within the investigation.